Event description:
It was reported that during the procedure, the device could not fire lasers. The procedure was aborted. The patient was stable under general anesthesia, no patient complication or other additional intervention was reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, after the field service engineer wired the cable that was loose, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. It is likely that the device was not firing due to the cable was loose, leading to the reported event. Therefore, the reported complaint was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue and based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the device could not fire lasers. The procedure was aborted. The patient was stable under general anesthesia, no patient complication or other additional intervention was reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.